Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the device was discarded.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-nov-2021, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for head/neck (non-malignant pain) and spinal pain. It was reported that the patient complained of acute pain that radiated along the side of the occipital lead and anchor behind their ear which started shortly after implant. No contributing factors were reported. It was reported that the patient¿s doctor examined them and did not have any immediate concerns about the hardware or infection of surgical and anchor sites. It was reported that today the rep reprogrammed the patient with successful coverage of painful areas. The doctor would like to give the patient the new programming a few weeks and then planned to explant the device if there were no improvements. The issue was not resolved at the time of the report. Additional information was received from the rep on (B)(6) 2020, reporting that the patient and physician had elected to explant the spinal cord stimulator (scs) system on (B)(6). It was indicated that the product would be returned following the explant. No further complications were reported/anticipated.